Event description:
In 2009: customer reports that during an endoscopic retrograde cholangiopancreatography, the fluoro stopped working. Customer rebooted system, had fluoro capability and procedure was completed. Customer did not have pt demographics. No injury reported.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch supplemental report will be submitted.